Manufacturer narrative:
(B)(4). The reported issue of display changed from 1l to 11l removed was confirmed over the phone by global technical services at the time the incident was reported. The assignable cause for the reported issue was determined to be the uf/bp controller board.

Event description:
A biomed contacted global technical service (gts) to report that a tina hemodialysis machine that the device display just changed from 1l to 11l removed. The patient was taken off the device and weighed. The patient only had 1l removed not 11l. The patient was placed on a different machine so therapy could continue. The biomed then checked the device and found the ultrafiltration (uf) system was ok and no other problems were noted. There was patient involvement but no injury or medical intervention was reported. The field service engineer (fse) advised the biomed to change the ultrafiltration (uf)/ blood pump (bp) controller printed circuit board (pcb). A follow up was done. The biomed stated the patient was fine and continued therapy on a different device. Replacing the ultrafiltration (uf)/ blood pump (bp) controller printed circuit board (pcb) resolved the issue. No injury or medical intervention reported as a result of this incident.

Manufacturer narrative:
(B)(4). The biomed at the facility repaired the device, no sample was returned for evaluation. Should additional information become available, a follow up MDR will be sent.